Event description:
It was reported to medtronic minimed that the customer experienced data discrepancy in carelink and stated cannot see data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After thorough investigation medtronic have found that the issue is due to the pump date at one point was set to the year 2085 and since the carelink ui shows the most recent report date when the page loads. The issue is confirmed. To assist with the resolution of the issue, medtronic provided helpline team with the following step to ensure that it is addressed effectively: the patient has to manually update the reports date range (highlighted) to the time period they want to look at and then when they want to generate a report the date should show. The helpline has not confirmed whether the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.